Manufacturer narrative:
Findings: unit power up properly after battery installation. Unit received with operating currents within spec. No battery out limit alarms noted. Unit passed basic occlusion test and displacement test. However, unable to prime unit during prime test due to faulty sensor resistor. No alarms noted. The drive support disk was inspected and no anomalies noted. Unit received with minor scratches on lcd window. Unit received with cracked case at display window corners and case at reservoir tube window corners. Unit received with broken reservoir tube lip.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed. The patient's blood glucose level was 187 mg/dl at the time of the call. The customer stated that there were no significant events that could have led to the issue. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.